Manufacturer narrative:
(B)(4). Customer retained the meter since customer did not request replacement;50 test strips sent for courtesy. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison and all of results obtained. The customer's expected fasting blood glucose test result range is 150 to 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history : (B)(6). Customer states that she will be going to the doctor for follow up and will compare the meter to the lab results in the doctor's office.